Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/18/2019.

Event description:
The customer reported that the device had a safety valve open alarm. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the standby filter to address the reported issue and the issue was resolved. The device passed all testing and now functions as intended.